Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information: it was noted device was returned for analysis.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the pacemaker dependent patient presented in operating room with shortness of breath, light headed and dizziness. Intermittent loss of capture and micro-dislodgement of both rv and lv lead were observed. Rv lead was explanted and replaced. Patient condition was good after the event. The patient will continue to be monitored.